Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the device, and confirmed the connector type as taper ii. The access port was returned with an additional piece of band tubing. Scratches were noted on the port, and needle marks were observed on the septum. The septum was noted to be discolored, and was brown in appearance. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when di water was injected into the port septum, or through the port and band tubing. Under microscopic analysis, the port tubing near the ss connector had worn to a thin, transparent layer, however no opening was noted. The end of the band tubing was noted to have sharp-edges, with apparent missing material.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Further information has been requested of the initial reporter regarding: implant date, diagnostic testing, and patient information. To date, no additional information has been received by apollo. The patient has had a subsequent leak which will be captured under MDR submission MDR 3006722112 2016 00327. Device labeling addresses the reported event of leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warning: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a port leak. Port was removed and replaced.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 03/14/2017.